Manufacturer narrative:
Biomérieux conducted an internal investigation: the system was operational during the tests. However, "all peak numbers" are high compared to the fine tuning target criteria (target = 110). Regarding the information provided, the most probable identification is enterobacter cloacae. Rfb institute has accepted the identification result of enterobacter ludwigii (very close to e. Cloacae) obtained with the vitek® ms. The suspected root cause of the issue: *non-optimal fine tuning (the analysis of the ecal mzml files indicates a high number of "all peaks" in routine use, fine tuning has to be optimized with an adjustment of the threshold offset - last step of the fine tuning procedure) *non-optimal spot preparation *system limitation (knowledge base (kb) weakness regarding enterobacter)

Event description:
A customer in (B)(6) reported to biomérieux discrepant results associated with vitek® ms instrument (ref. 410895). The customer reported the vitek® ms instrument misidentified an external ring trial strain (rfb institute). The customer subcultured the strain on different media types: esbl plate, trypcase soy agar + 5% sheep blood and mac conkey agar. When testing the external control with their vitek® ms the customer obtained enterobacter ludwigii at 99.9 % instead of enterobacter cloacae. Instrument fine tuning has been performed and the strain was retested. This retest also gave a misidentification of the organism. As the issue is linked to an external quality control, no patient isolate is affected. An internal biomérieux investigation will be initiated.